Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Customer reported dose log difference is always 0.5 units. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Unable to perform functional test due to inpen reaching end of life. Unable to confirm dose log/report data inaccuracy due to inpen was received passed one year life expectancy. Battery investigation was performed, and battery measured 3.043 volts. No battery anomaly was noted. However, inpen app home dashboard displayed battery warning/notification. In conclusion: inpen battery lifetime last 1 year after first paring. Inpen working as designed. No battery anomaly noted. Therefore, unable to confirmed customer's concern of dose log/report data inaccuracy due to expired inpen. Expired inpens won't record to mobile app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.